Event description:
The customer contacted stryker to report that their device was failing the impedance test. This could cause the device to not detect when a patient is connected. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker filed service representative (fsr) evaluated the device and verified the reported issue. The fsr could not repair the device, and the customer received a replacement. The cause of the reported issue could not be determined.